Event description:
It was reported that a posterior capsule tear was noted on the left eye (os) of a 54 year old male patient during phaco cataract surgery. The surgeon performed an anterior vitrectomy and implanted a three piece intra-ocular lens (iol) in the sulcus. The patient was seen post-op on the (B)(6) and the iol was stable in the eye and the patient was happy with the vision. No further details were provided.

Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: the phaco machine has not been checked by an engineer because the incident reported was not related to a machine issue. Therefore, a failure analysis of the complaint device was not performed. Manufacturing record evaluation: the manufacturing records for the phaco machine were reviewed. There were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.